Manufacturer narrative:
An event regarding patient factors involving an unknown accolade stem  was reported. The event was confirmed by a review of the provided medical records by a clinical consultant.    Method & results: device evaluation and results: not performed as product remains implanted.  Clinician review: clinician review: a review of the provided medical records by a clinical consultant indicated: narrative {...} reportedly he did well following this surgery but a year later he developed pain in his left foot. He was evaluated and no foot pathology was identified. He was then evaluated by a neurologist and an emg was performed confirming chronic sciatic neuropathy. A mars MRI was performed which showed a large fluid collection which had extravasated through destroyed tissue and impinged upon his sciatic nerve. In addition the fluid extravasated anteroinferiorly surrounding the psoas tendon. The tendon which appeared torn and there was marked psoas atrophy. These findings were reviewed with patient on september 24 and a second revision surgery was planned. This surgery occurred on october 21, 2019. No operative note was available for review however the implant record from this procedure indicates the constrained liner was revised to another constrained liner and ane new ceramic head and liner placed as well.{...} device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion:  the exact cause of the pain was determined to be ' a large fluid collection which had extravasated through destroyed tissue and impinged upon his sciatic nerve.'  If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to pain. Examination notes provided by the rep indicate the following: "excruciating pain in the hip region when he tries to stand from a seated position and particularly when he tries to get in and out of a car¿began experiencing pain in the left foot...I think he is developing impingement creating a polyethylene synovitis..." A 32 +0 biolox c-taper head and sleeve, and size h trident constrained liner were revised to a 28 +0 biolox c-taper head and 28mm size h constrained liner. Rep provided operative reports, usage sheets, exam notes, and an MRI report and reported that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to pain. Examination notes provided by the rep indicate the following: "excruciating pain in the hip region when he tries to stand from a seated position and particularly when he tries to get in and out of a car¿began experiencing pain in the left foot. I think he is developing impingement creating a polyethylene synovitis." A 32 +0 biolox c-taper head and sleeve, and size h trident constrained liner were revised to a 28 +0 biolox c-taper head and 28mm size h constrained liner. Rep provided operative reports, usage sheets, exam notes, and an MRI report and reported that no further information will be released by the hospital or surgeon.